Event description:
It was reported that during a prolapse procedure, the device malfunctioned in some unknown way. There was no adverse consequence to the patient. There is no additional information available at this time.